Event description:
Customer reports he has one test strip drum container that does not have an expiration date on it while using compact test strips. Customer reports it says "use by" but then is blank, like it didn't get printed. No adverse event reported. Customer reports the container is already empty; empty drum is to be returned; a replacement was sent.